Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: h2, h3, h6, h10. Reported packaging damage event was confirmed via visual examination. Visual evaluation of the returned products identified that the outer cartons have been severely damaged and outer sterile packages have been damaged. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00066.

Event description:
It was reported that the packaging was damaged with sterility barrier potentially compromised. There was no patient involvement.